Event description:
It was reported that during an angioplasty procedure, the balloon allegedly ruptured and was unable to be removed. It was further reported that the balloon allegedly got stuck inside the sheath. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one vaccess pta dilatation catheter loaded with an unknown sheath was returned for evaluation. On the visual evaluation, the catheter noted stretched at the entry of the sheath and balloon noted to be stuck within the sheath, the distal end of the sheath noted to be buckled. The distal end of the balloon noted to be prolapsed. No other specific anomalies noted on the returned device. No functional testing performed due to the condition of the device returned for evaluation. Therefore, the investigation for the reported balloon rupture remains inconclusive as no functional testing performed due to the condition of the device returned for evaluation. The investigation for the reported difficult to advance and device-device incompatibility remains inconclusive as no functional testing performed due to the condition of the device returned for evaluation. However, the investigation for the reported difficult to remove was confirmed as the balloon noted to stuck and loaded into unknown sheath which returned for evaluation. A definitive root cause for the reported balloon rupture, difficult to advance and device-device incompatibility, difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during the procedure, the balloon allegedly ruptured. It was further reported that the balloon was unable to be removed. The procedure was completed using another device. There was no reported patient injury.